Event description:
The facility representative reported a pump with failure code 810:04. This incident occurred mid-infusion on an unknown pt. There was no reported pt injury or medical intervention necessary. The device was swapped out for another, and infusion continued without further incident. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.